Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the unit failed abnormal act controls. The instrument was used. There was no patient impact associated with this event medtronic received additional information that no values were provided for the controls results. The instrument was performing normally. There were no error codes since this was not a mechanical failure medtronic received additional information that the unit was performing normally and was working within specifications. There were no problems observed during service and there have been no further problems reported. Customer reported that abnormal controls were falling outside of parameters on channel 2 and were failing controls. Possibilities on the controls side were that there was an issue with the controls or with the cartridges that resulted in failing controls. The customer did not have the lot numbers for either the controls or the cartridges available at the time and controls passed when we used a new and unopened box of control.

Manufacturer narrative:
Device evaluation summary: the reported issue that the unit failed abnormal act controls was not verified during service. Performance testing on the device indicated that there were no mechanical or electrical issues with the unit. The perfusionist ran abnormal controls from a new box and act cartridge, with the controls passing within the prescribed range. The lot number of the failing controls and the lot number of the act cartridges used in these tests are unknown and were not recorded by the user. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.